Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that stent thrombosis occurred. In (B)(6) 2014, the patient presented with unstable angina (braunwald classification ib) and silent ischemia and was referred for cardiac catheterization. The 95% stenosed, 24mm in length, target lesion was located in the distal left circumflex with a reference diameter of 2.25mm. The lesion was treated with pre-dilatation, placement of a 2.25x24mm promus element¿ plus and post-dilation resulting in 10% residual stenosis. Six days post procedure the patient was discharged on aspirin and clopidogrel. Eight days post index procedure, the patient experienced stent thrombosis. The patient was hospitalized, underwent a blood transfusion and was treated with medication. 15 days later the patient recovered, the event was resolved, and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that eight days post index procedure, the patient was treated with medication and underwent percutaneous aspiration thrombectomy. The 100% stenosis in the proximal lcx was treated with ptca, post intervention the residual stenosis 30%.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target located in the proximal lcx was 99% stenosed. In (B)(6) 2014, eight days post index procedure the patient was hospitalized and exhibited ischemic symptoms at rest as well as ECG changes suggestive of acute ischemia upon admission. It was further reported that the patients cardiac enzymes were elevated indicative of a myocardial infarction (mi), peak troponin t = 0.27 ng/ml, uln= 0.03 ng/ml. The subject was treated with medications and diagnostic angiography was performed, however the subject did not undergo any revascularization to treat the mi. It was noted that the culprit lesion for mi was not the target lesion. Twenty three days post procedure the event was considered as recovered/resolved and the subject was discharged on the same day.